Event description:
It was reported that during a da vinci-assisted partial nephrectomy surgical procedure, the force bipolar instrument was used to pick up a metal bulldog. The metal bulldog became stuck inside the instrument jaws which then twisted while trying to remove the bulldog and one side of the force bipolar broke and fell into the patient. The site reported all fragments were retrieved. The procedure was completed with no reported injury. On (B)(6) 2020, intuitive surgical, inc (isi) followed up and obtained additional information: the metal bulldog being referenced in the complaint is a metal clip about 1 and 1/2 inches long that is used to grip blood vessels. The site was using the bulldog to temporarily stop the blood flow through the vessel supplying the kidney. The surgeon was removing the bulldog from the vessel to re-perfuse the kidney when the bulldog clip fell into the patient. The site used the force bipolar instrument to pick up the bulldog clip but the clip became stuck in the instrument and the instrument jaw twisted and broke causing fragments to fall into the patient. It is unknown if the force bipolar instrument was inspected prior to use. A laparoscopic grasper was used to retrieve the instrument fragments and remove it from the patient. The instrument was immediately removed after breaker and not used again. No instrument collisions occurred. There are no images/videos for review.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the part involved with this complaint and completed the device evaluation. The instrument was found to have a broken grip at the grip base. A piece approximately 0.06" x 0.03" and 0.25" x 0.06" was found to be broken off the grip assembly. Material was missing and not returned by the customer. This failure is most commonly caused by mishandling/misuse, such as excess force applied to the instrument jaws. Additional observation not reported was that the main tube exhibits signs of scratch marks/abrasions on the distal end. The main tube scratch marks measured roughly 0.03" to 0.38" in length and were not aligned with the tube axis. There was missing material from the surface of the main tube. This failure is most commonly caused by mishandling/misuse, such as excessive contact with abrasive or hard surfaces during transport or reprocessing it was observed that this instrument was last used on (B)(6) 2020 on system sk2089 with 1 use remaining. An isi clinical development engineer provided insight regarding bulldog clamps being used during a da vinci assisted procedure. The isi instrument and accessories user manual states that third-party clamps should only be used with endowrist prograsp forceps instruments. Only the prograsp forceps instruments have the necessary closing force to open the clamps safely as well as the fenestrated grips to securely hold onto the clips.